Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were light-emitting diode segments missing on the rapid atrial pacing display on the external pulse generator. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.